Event description:
It was reported that this right ventricular (rv) lead was capped and surgically abandoned due to sudden and unexplained high pacing thresholds. No additional adverse patient effects were reported.